Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that the display was blank and cracked. The reporter stated that the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: during testing, the pump powered on with a blank display. Evaluation revealed a cracked/damaged display screen. A test screen was inserted and found to function properly. A leak test was performed revealing a display lens leak. The pump case was removed and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.